Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. Customer evaluated the unit and confirmed the reported issue. Customer reseated the unit's cover and accept button worked. Customer tested unit and it passed. Unit placed back into service.

Event description:
Customer contacted technical support (ts) stating that unit's accept button not working. The customer reported there was no patient involvement. Event date not specified, estimate used.